Event description:
It was reported that a user applied a new dexcom g7 sensor, paired it to the dexcom app, and was not seeing glucose readings, with pairing to the ilet reported as unsuccessful. Symptoms included no glucose data display. Outcomes included no clinical impact reported and no alerts or alarms from the ilet. Investigation included guided troubleshooting and education, including verification and reentry of the pairing code and device toggling, with a plan to confirm restoration of readings. Investigation of this case revealed a connectivity pairing issue between the sensor ecosystem and the ilet, consistent with device-to-device communication failure without evidence of hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface error or transient communication disruption.